Manufacturer narrative:
Testing of actual/suspected device (B)(4): a getinge field service engineer (fse) evaluated the iabp unit, but was unable to reproduce the reported issue. The fse checked the logs and found nothing in the logs related to the overheating. The fse disassembled the iabp unit and replaced the power management board and front cooling fan as indicated by the service manual. The fse performed all functional and safety checks to meet factory specifications. The iabp was then cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed "overheated" alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit displayed "overheated" alarm. There was no patient involved.